Event description:
It was reported to MFR that the sites hand held would not turn on, despite numerous attempts to troubleshoot the device. As the troubleshooting did not resolve the reported event, the site requested a new hand held and software be sent. The non-working hand held was returned for laboratory analysis. During the analysis, no anomalies that support the reported complaint were identified. No anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. However, after two hrs of usage, the main battery had a remaining charge of 25% at the conclusion of testing. Per the product specifications, the hand held should maintain a charge for two weeks, indicating that the device is out of specification.